Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
2/11/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.